Event description:
It was reported that during a nephrectomy procedure, the hand activation buttons did not function. A different device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.